Event description:
A caller reported experiencing a cgm error 42 related to their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, after which the error code did not reappear. The caller successfully started their sensor session.